Event description:
It was reported that the patient experienced an infection approximately 6 weeks after the implant of their cardiac resynchronization therapy pacemaker (crt-p) system with an antibacterial absorbable envelope. The crt-p system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr04  crt-p implant date: (B)(6) 2025  explant date: (B)(6) 2025 ;  5076-58  lead  implant date: (B)(6) 2025  explant date: (B)(6) 2025 479888  lead  implant date: (B)(6) 2025  explant date: (B)(6) 2025 cmrm6133int implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h11 for concomitant products w4tr04 crt-p, implant date: (B)(6) 2025, explant date: (B)(6) 2026; 5076-58 lead, implant date: (B)(6) 2025, explant date: (B)(6) 2026, 479888 lead, implant date: (B)(6) 2025, explant date: (B)(6) 2026, cmrm6133int envelope, implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.